Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was found that the patient's peritoneal catheter had a leak and broke. It was mentioned in the report that the device was implanted 6 years ago through an abdominal percutaneous transluminal surgery. It was also stated that the patient had to stay in the hospital and the doctor had to initially cut off the abdominal tube and perform an anti-infective treatment prior to re-intubation. It was observed that the side of the perforated tube was thin and irregular with the size (distance) of about 1cm. There was no patient injury.